Manufacturer narrative:
Company representative instructed the customer to reboot the central station and error logs were collected. Error logs were reviewed and there were no problems found. Once the central station was rebooted, it returned to its normal operation and the problem was resolved.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.